Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gastric antrum to treat a pyloric stenosis during a gastroenteroanastomosis procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, under the guidance of ultrasound and fluoroscopy, the physician began to release the first flange. There was a lot of resistance when sliding the handle during the second step of the procedure. When the second step of the procedure was completed, it was observed through fluoroscopy that the first flange was compressed. In attempt to resolve the issue, the physician waited a moment for it to expand, however it did not. The physician then decided to remove the stent and the delivery system. The stent was removed partially deployed. Once the stent was out, it took several minutes for the flange to expand. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat pyloric stenosis. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with less or equatl than 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not intended for treatment for pyloric stenosis.

Manufacturer narrative:
Block d2a (common device name), d2b (pro code) and g4 (premarket) have been corrected. Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the gastric antrum to treat a pyloric stenosis during a gastroenteroanastamosis procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, under the guidance of ultrasound and fluoroscopy, the physician began to release the first flange. There was a lot of resistance when sliding the handle during the second step of the procedure. When the second step of the procedure was completed, it was observed through fluoroscopy that the first flange was compressed. In attempt to resolve the issue, the physician waited a moment for it to expand, however, it did not. The physician then decided to remove the stent and the delivery system. The stent was removed partially deployed. Once the stent was out, it took several minutes for the flange to expand. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat pyloric stenosis. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with less or equatl than 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The stent is not intended for treatment for pyloric stenosis.